Event description:
Patient reported "ruptured right breast implant. Unsharply pronounced seroma on the right.". The device remains implanted. This record relates to the right side.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma-late.

Event description:
Device has been explanted, unknown if replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma-late: unable to observe since it is not related to the device. Additional observations: red particles observed on the surface of the device. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported "ruptured right breast implant. Unsharply pronounced seroma on the right." Device has been explanted.